Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on and section h imdrf annex a and imdrf annex g. Correction: section d unique identifier (UDI). Part analysis: the report es fridge is failing and cannot be opened was confirmed by fse. According to work order (B)(4), the field service engineer (fse) replaced the detect latch on the remote manager to resolve access issues. After the replacement, the system was tested, and access to the remote manager was confirmed to be functioning without any issues. A visual inspection of the assy latch detent in the dchu laboratory revealed no physical damage, however the chassis and switches were stained with conductive grease. Dchu digital multimeter testing was performed using the continuity function. The detection microswitch (normally open) and the door closed detection microswitch (normally closed) passed the test successfully. Hta testing was executed multiple times, confirming the proper functionality of the assy latch detent. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d). Root cause: the root cause of the reported es fridge is failing and cannot be opened could not be replicated during testing. A thorough inspection and functional testing were performed on the returned unit; however, no faults or anomalies were observed throughout the evaluation process.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the fridge was failing and could not be opened. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 7-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager failed on med station refrigerator. A field service engineer replaced the detect latch on the remote manager to resolve access issues. After the replacement, the system was tested, and access to the remote manager was confirmed to be functioning without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the fridge was failing and could not be opened. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.